Event description:
It was reported that patient underwent a lead addition procedure for unknown reason and was doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent a lead addition procedure for unknown reason and was doing well post operatively. Additional information was received that patients cervical pain area was a new pain area.